Event description:
Additional information received stated that an alternative device was employed. The procedure was completed successfully.

Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) confirmed there was a broken clip. The fsr replaced the clip and spring. The retainer was replaced as a precaution. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump latch was broken. There was no blood loss, nor adverse consequences to the patient.